Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed/cut approximately 153 mm from the terminal pin. Setscrew marks were noted on all terminal pins in the correct locations. Abrasions in the insulation were noted 145-155 mm from the terminal pin that exposed the conductor coil. There was melting of the metal in this location, indicating that the delivered shock had shorted to the device in this location and caused the noted arc mark on the titanium case. The morphology of the insulation abrasions were the result of both lead-on-lead and lead-on-can contact, coupled with lead movement. Laboratory analysis concluded that the lead insulation became abraded as a result of both lead-on-lead and lead-on-can contact. This abrasion resulted in a shorted condition during shock delivery as energy from the 41 joule shock arced back to the device in the location of the exposed conductor coil.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a code 1004, indicating that a shock into a shorted lead condition had occurred. Boston scientific technical services (ts) was contacted for assistance. A ts consultant confirmed that the ICD delivered a commanded 41 joule shock that yielded a shock impedance measurement below 20 ohms, which triggered the code to be displayed. Based on this information, the right ventricular (rv) lead could be compromised and a revision should be considered. It was also discussed that the ICD should also undergo additional testing to see if it sustained any damage as a result of the shorted condition. The ICD and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.